Event description:
It was reported that the pt believed he has an infection every 3-4 months; he feels warm for a day or two. The pt was considering consulting the hcp. It was later reported by the hcp that the event noted previously was not attributed to the devices. The reporter indicated that the pt experienced increased band-like or radicular pain and had a inflammatory mass. The pump contained morphine and bupivicaine; also noted to have contained dilaudid/clonidine. The catheter was revised due to the granuloma. The catheter tip was at t9; at revision was pulled down to t12. The pt recovered from the serious injury/illness with sequela (unspecified).